Manufacturer narrative:
Film evaluation results are: the films during the index procedure and secondary intervention were not provided. The exact cause of the possible proximal type I endoleak leading to abdominal pain could not be conclusively determined from the films provided. The proximal bifurcate main body did not appear to be radially apposed to the aortic neck wall. It is possible that the heavy calcification in the highly angulated aortic neck (~ 70 deg a-p and 30 deg l-r) may have contributed. The exact cause of the possible unknown endoleak seen within the distal aneurysm sac and distal aorta could not be conclusively determined. Faint blush like contrast was seen in the distal aneurysm sac and distal aorta. No obvious suture breaks or stent dislocation was observed from the films provided. Although a type iii fabric endoleak cannot be ruled out, it may have been a type IV transgraft endoleak due to graft porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to the possible type IV endoleak. Other relevant device is: etlw1610c124e, sn (B)(4). Eval: off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, one day post index procedure, the patient experienced abdominal pain. A CT revealed that there was an unknown endoleak that was possibly located at the proximal end of the endurant iis stent graft. An angiogram then confirmed that there was an unknown endoleak that may be a proximal type I endoleak due to the presence of calcium. The physician elected to implant an aortic cuff below the superior mesenteric artery (the patient was on dialysis prior to the procedure). However, after the aortic cuff was implanted, the unknown endoleak persisted. A type IV endoleak or a type iii fabric endoleak was observed on the ipsilateral limb of the endurant iis stent graft located just beside the upper to mid contralateral gate. The physician believed it was a type iii fabric endoleak and elected to implant endurant stent graft limbs bilaterally. The physician then implanted a 10 mm balloon expandable stent in the ipsilateral limb and a 9 mm balloon expandable stent in the contralateral limb. The aneurysm sac was observed to still be pulsatile but an endoleak could not be located. The physician inflated a balloon in the ipsilateral limb of the endurant iis stent graft bifurcate and the aneurysm sac was no longer pulsatile. After deflation of the balloon, the pulsatile returned. Although numerous attempts were made, the endoleak could not be identified. The physician elected to complete the procedure with the source of the endoleak unidentified. Per the physician, the cause of the event may have been due to the presence of calcium or may be related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.